Event description:
Customer had a problem with a tsh result on one patient sample. The initial tsh result of 58 uiu/ml was reported and questioned by the physician. The same sample retested on (B) (6) 2010 gave >100. A new reagent pack was put on board on (B) (6) 2010 and the sample tested again gave >100 and 0.855 uiu/ml (diluted 1:20). The sample measured again after the measuring cell was changed gave 174 miu/ml (diluted 1:10). The sample was sent to another lab and recovered 169 miu/ml. Customer believed the 174 miu/ml result to be correct. All testing performed on same analyzer. The patient was unaffected due to the initial erroneous result. Tsh reagent lot was 157118-03. The field service representative found optical failure of the measuring cell was the cause. He replaced the measuring cell which resolved the issue. Calibration and qc were performed which were acceptable to the customer.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.